Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increasing pacing impedances and noise oversensing on the right atrial (ra) channel. The noise was consistent with the minute ventilation signal. Boston scientific technical services (ts) was consulted and both integrity testing and reprogramming were recommended. The patient will be brought in for reprogramming. The ra lead is another manufacturer's product. This device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increasing pacing impedances and noise oversensing on the right atrial (ra) channel. The noise was consistent with the minute ventilation signal. Boston scientific technical services (ts) was consulted and both integrity testing and reprogramming were recommended. The patient will be brought in for reprogramming. The ra lead is another manufacturer's product. This crt-d remains in service. No adverse patient effects were reported.